Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspections were performed on the returned guide wire and the reported difficulty to position was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other similar incidents reported from this lot. The reported difficulty to position appears to be related to circumstances of the procedure. The reported patient effect of perforation appears to be related to the operational context of the procedure. Perforation is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that another unknown wire was already in another side branch in the coronary artery when a balloon dilatation catheter (bdc) was being advanced on the whisper wire to the third obtuse marginal (om3) coronary artery. It was noted that when the bdc was advanced, the whisper wire moved forward along with the bdc, thus the other, pre-existing guide wire was removed from the anatomy. After the other wire was removed, the whisper wire no longer moved forward during advancement of the bdc. It was noted that the earlier whisper wire movement resulted in a perforation in the distal om3. Since the vessel was too small to treat with a balloon, the patient was monitored for 45 minutes via an echocardiogram to rule out a pericardial effusion; no effusion occurred. The physician will no longer use the whisper wire for future cases. No additional information was provided.